Manufacturer narrative:
Serial number: corrected, device available for evaluation updated, device codes added, device evaluated by manufacture updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(6): the glass cap exhibits mild devitrification at output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the proximal end of fiber shows evidence of some type of contamination on the optical surface; the connector segments and tabs appear in good condition and secured. Probable root cause: based on the device analysis, the probable root cause of the failure is: connector contamination.

Event description:
It was reported that during a prostate procedure "technical problem with the generator" was noted. After using two fibers exhibiting the same issue the procedure was stopped. Additional event information was not reported. Patient outcome: ¿ok¿.